Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications. The investigation is currently in progress.

Event description:
The pt presented with a stenotic lesion in the cephalic vein. The lesion was adjacent to an av graft loop. Pre-dilation was done using a 4mm x 8 cm pta balloon. A 7mm x 10cm gore viabahn endoprosthesis was advanced over a .035" magic torque wire through an 8fr. Sheath. The viabahn was deployed successfully. The physician attempted to remove the catheter but it was stuck. Another 6fr sheath was inserted and a pta balloon was inflated near the lesion, allowing the catheter and introducer sheath to be removed without tension. The delivery catheter's distal tip had broken off and piece of delivery catheter was visible through the pt's skin. The pt was taken to operating room to surgically remove the viabahn device and the delivery catheter tip. The pt is fine with no adverse consequences.